Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 34 mg/dl; cause was not known. Customer was treated with intravenous fluids of glucose to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.